Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor readings than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness, sweating, weakness, and was pale and unable to self-treat. They were administered an injection for hypoglycemia diagnosis by a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.